Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had the cannula break off. The following information was provided by the initial reporter: the customer reported the broken needles npe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had the cannula break off. The following information was provided by the initial reporter : the customer reported the broken needles npe.